Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that she did not think that the pump was delivering basal insulin. The reporter stated that the patient had fallen the previous day and the pump was exposed to x-ray. After the x-ray, the reporter stated that the patient's blood glucose elevated, no blood glucose values were provided. The reporter stated that the patient's blood glucose was responding to corrections by injection. The reporter confirmed that the pump history and settings were correct. This report is made based on the allegation that the insulin pump may have malfunctioned.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.